Manufacturer narrative:
(B)(4).

Event description:
Dexcom was made aware on (B)(4) 2018, that on (B)(6) 2018, there was an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter. The sensor was inserted into the abdomen on (B)(6) 2018. No data was provided for evaluation. The complaint confirmation and probable cause could not be determined. It was reported that the patient restarted the sensor prior to issue. Labeling indicates: there are different ways your sensor session might end. The most common is your sensor¿s typical seven-day time frame ended. The second is ending the sensor session early. You may end a session early based on a personal decision, or on rare occasions, the receiver or app detects sensor issues and prompts you to end the session. Once a sensor session has expired, you are ready to start your new session! If you¿re not sure what to do, the app will provide instructions, or you can refer to the getting started guide, view the online tutorials, or go to chapter 6 in the user guide. No additional event or patient information is available.